Event description:
This device was returned with oos documentation stating the lead was removed due to intermittent loss of capture, undersensing and output and was replaced with a setrox s 60, sn: (B)(4).